Event description:
It was reported that during an atrial fibrillation procedure, a cardiac perforation in the left atrium occurred. The physician advanced a brk-1 needle through an agilis sheath and was attempting to make a transseptal puncture when the perforation of the left atrium occurred. A duo deca catheter was in the right atrium and a supreme 5f quad jsn diagnostic catheter was in the right ventricle. A therapy cool path catheter was then advanced and was being used to isolate the left pulmonary veins. The perforation was noted as the pt was being anticoagulated and a drop in blood pressure was noted. The procedure was not completed and has not been scheduled at the time of the reporting. The pt has recovered and is stable.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR review was not possible as the serial/ lot number is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted.